Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain throughout the body') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2016, the patient experienced pain (seriousness criterion medically significant), fatigue ("intense fatigue"), migraine ("migraine") and dizziness ("dizziness"). At the time of the report, the pain, fatigue, migraine and dizziness outcome was unknown. The reporter considered dizziness, fatigue, migraine and pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain throughout the body') in a 44-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(4) 2012, the patient had essure inserted. In 2016, the patient experienced pain (seriousness criterion medically significant), fatigue ("intense fatigue"), migraine ("migraine") and dizziness ("dizziness"). At the time of the report, the pain, fatigue, migraine and dizziness outcome was unknown. The reporter considered dizziness, fatigue, migraine and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.